Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "warning: after use, unused product and packaging may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Description: pelvisofttm biomesh is a sterile, off-white, moist, tough but flexible fibrous mesh of acellular porcine dermal collagen and its constituent elastin fibers. Presented moist in sterile saline, pelvisofttm biomesh is double vacuum-packed and heat sealed in peel-open aluminum foil (inner) and peel-open polyester/ polyethylene (outer) pouches which are impermeable to oxygen and moisture. Pelvisofttm biomesh should be stored at room temperature. Store unopened grafts at 2°c - 38°c (36-100°f), and away from direct heat source. The expiration date for the pelvisofttm biomesh is recorded on the shipping sleeve and the inner pouch label. The dispensing service or end user must maintain the tissue under appropriate storage conditions. Do not use the tissue past the date of expiration indicated on the shipping sleeve. Each implant has been sterilized by gamma irradiation and should not be resterilized, nor exposed to ethylene oxide or steam. The benefits of using pelvisofttm biomesh include strength, flexibility, biocompatibility, and incorporation into recipient tissue with associated cell and microvascular ingrowth and with no evidence of sensitization, irritation or hypersensitivity reaction. Pelvisofttm biomesh is designed to tolerate the mechanical forces associated with low stress body systems. Indications for use pelvisofttm biomesh acellular collagen matrix implant is intended for use as a soft tissue patch to reinforce soft tissue where weakness exists and for the surgical repair of damaged or ruptured soft tissue membranes. It is specifically indicated for urethral procedures, vaginal prolapse and reconstruction of the pelvic floor. Contraindications use of the pelvisofttm biomesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Precautions pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. Preparing pelvisofttm biomesh for surgical use: do not use tissue if either inner or outer pouch is punctured, torn or not intact. 1. Necessary materials. A. One sterile dish (e.g., kidney dish) per pelvisofttm biomesh. B. Rinse solution; at least 100ml sterile normal saline or sterile lactated ringers solution per pelvisofttm biomesh. C. Sterile non-toothed forceps. 2. Preparing and rinsing pelvisofttm biomesh a. Peel open the outer polyester/polyethylene pouch and aseptically remove the inner foil pouch. The inner foil pouch may be placed in the sterile field. Retain the outer pouch outside of the sterile field until peel-off labels have been placed on the patient records and data card. B. Open the foil (inner) pouch and aseptically remove the pelvisofttm biomesh. C. Pelvisofttm biomesh may be aseptically trimmed to the required dimensions. D. Place each pelvisofttm biomesh in a dish in the sterile field. E. Fill the dish with sufficient amount of solution to rinse each graft. F. Rinse and store graft in the solution until the surgeon is prepared to implant the graft. When handling pelvisofttm biomesh use sterile gloves or sterile, non-toothed forceps to remove the tissue from the dish. Pelvisofttm biomesh acellular collagen matrix implant data card: 1. Please complete all of the information on the enclosed data card. 2. Peel off 2 detachable labels from the polyester/polyethylene pouch for each package of pelvisofttm biomesh used. Affix one label to the data card and one to the patient¿s chart. 3. Return/mail the data card to tsl. Manufacturer¿s statement: pelvisofttm biomesh implants are prepared by tissue science laboratories plc (tsl) under monitored conditions, all due care being taken in their design, component quality and manufacturing exactness. Tsl ensures that all stages in the manufacture of pelvisofttm biomesh are closely scrutinized, and that quality control procedures are applied to the very best of current knowledge." (B)(4).

Event description:
It was reported via the (B)(6) - division of structure on posterior vaginal wall 2 years following pelvisoft graft posterior vaginal wall repair (B)(6) 2006. Details of injury (to patient, carer or healthcare professional): vaginal pain, resolved by excision of tape ridge.